Manufacturer narrative:
(B) (4). Failure to follow steps. Device #1 and #3: part #12322-02, lot # 86044-6h, 80010-6h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue #2: failure to deploy needles. Adverse event: failure to achieve hemostasis. Time of device issue and adverse event: during the procedure. It was reported that physician in training in the use of the prostar xl device, attempted arteriotomy closure of the right and left common femoral artery (cfa) after an interventional procedure. Reportedly, in the right cfa, using a pre-close technique, the needles were deployed and the sutures were put in place. Due to a kink in the prostar xl shaft, the guide wire was unable to be readvanced through the shaft. Subsequently, a cut-down procedure was performed to achieve hemostasis. During the prostar xl needle deployment in the left cfa, the needles did not present and the device was successfully removed from the anatomy after being stuck for a minute. Another prostar xl device was successfully used.